Manufacturer narrative:
Findings: unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked reservoir tube lip. Unit received with cracked end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer's mother reported that patient pump has been dropped and part of the casing has been broken off. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.